Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, the following gore excluder aaa endoprosthesis components were implanted: pxt311414/lot# 04539655/registration number 2017233pxc201000/lot#04325810/registration number and pxc201000/lot#04601033/registration number 2017233.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In the days following the procedure, the patient developed back pain and back sores. In 2007, the patient was diagnosed with a bacterial infection. On june 10, 2007 an aortic transplant was performed. Two months later, the patient expired. The cause of death was dilatative cardiopathy.